Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6), section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) could not be implanted because it did not come out of the injector correctly, a leg broke. Through follow-up we learned that the incident happened on january 15th, the lens was in contact with the patient's eye as the iol haptic was broken and was removed with forceps. The patient's condition is reported as good. No further details has been provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 28-mar-2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint simplicity reveal that the lens was stuck in the cartridge. A stress mark was observed on the cartridge; however, this is within specification for a used product. Ophthalmic viscoelastic device (ovd) was not observed to be distributed throughout the cartridge indicating that an inadequate amount of ovd may have contributed to the complaint issue reported. The lens module was opened and ovd as observed inside indicating that ovd may have been loaded incorrectly which could contribute to the complaint issue reported. The lens was removed from the cartridge revealing that it had surface damage and one haptic was detached. The detached haptic was received stuck to the plastic simplicity insert. Damage on one haptic was also observed. No further issues were identified. The complaint issue "haptic damaged" was identified during product evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "delivery issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.